Event description:
During a surgery dated (B)(6) 2015, two new smr l1 poly liners showed significant signs of micro-motion in the new l1 metal back that had just been implanted. The surgeon tried both the poly liners and the problem was exactly the same. The small amount of movement on both liners was clearly visible to the naked eye. Blood within the joint could be seen moving in and out from behind the poly liner as the humeral head moved against the liner. The 2nd liner remained implanted in the metal back. The event occurred in (B)(6).

Manufacturer narrative:
We checked the dhrs of the 2 poly liners and the metal back involved, without finding any dimensional anomaly on the pieces released on the market. Liner lot # 14l0470: 81 pieces released on the market, 10 of these implanted, no other complaints received. Liner lot # 1407632: 40 pieces released on the market, 15 of these implanted, no other complaints received. We received the 1st liner involved in such intra-operative issue (lot # 14l0470), while the 2nd one remained implanted. The poly liner returned, although slightly deformed because of its use during surgery, underwent a functional check with a new metal back. The liner was inserted into the metal back by pushing it with the fingers, as per surgical technique; an audible "click" was heard during the insertion, confirming the functionality of the mechanism. The liner was then quite stable inside the metal back, a very slight micro-movement of it was noticed, but we believe it was due to the pre-existing slight deformation of the poly. By the above analysis, we believe that the two poly liners could perform well during surgery. By the event info ("blood within the joint could be seen moving in and out from behind the poly liner as the humeral head moved against the liner"), it's possible that the coupling surface of the metal back was not perfectly clean and dry before inserting the liners, and this could have contributing to the issue; the smr surgical technique specifies to check carefully that the coupling surfaces are clean and dry before inserting the liner. (B)(4). This gives a total occurrence rate of such issue of (B)(4), but none of the above cases showed pre-existing defects on the devices. No corrective actions have been planned at the moment. Limacorporate will keep monitored the market.